Manufacturer narrative:
Visual and functional testing were acceptable. Tensile strength and fraying testing were performed on all returned lots. No problems were observed and all results were above usp specifications. A review of the lot history found no problems related to the report. Co found two other complaints against lot 940767, but they were not for rapid absorption or any condition which could have resulted in the same. Co is unable to determine the cause of the wound dehiscence, but it is probable that pt secretions were the major factor resulting in the dehiscence.

Event description:
On 4/29/97, a lefort procedure was done on the pt to correct a protruding cervix. On 5/13/97 the pt entered the ER and was admitted due to wound dehiscence, as well as hemorrhage. Reportedly, the wound broke down "apparently caused by rapid absorption of the chromic catgut used in the procedure". The sutures as well as most knots had dissolved. The wound was resutured with dexon. The pt received three units of blood due to hemorrhage. On 5/15/97 the pt was released, healed.